Manufacturer narrative:
(B)(4).

Event description:
The patient reported she saw her health care professional (hcp) who told her that the lead might have moved and the patient wanted to get in touch with a manufacturer representative for an adjustment. The patient had a loss of stimulation and reported it hurt more than it helped. Follow-up was being conducted to determine cause, actions/interventions, diagnostics, and resolution of the reported event. Indication for use included spinal pain and failed back surgery syndrome.